Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the motor on the compact air drive device was blocked, seized, and rough running. It was further noted that the device was leaky, the upper trigger was clamped, and the motor/gear had vibration. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device was blocked, seized, and rough running. It was further noted that the device was leaky, the upper trigger was clamped and the motor/gear had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.